Manufacturer narrative:
The navien guide catheter was returned for evaluation without the microcatheter, therefore, any contributing factors from microcatheter could not be assessed. The catheter tip was found to be shaped. No damages were found with the catheter tip and radiopaque tip marker. The nitinol coil appeared to be covered by the outer jacket. The catheter body was found to be kinked at 8.0 cm and 61.0 cm from the proximal end of the hub. The navien was flushed with water and found to be occluded. An in-house 0.038¿ mandrel was then inserted through the tip and hub of the navien and it got stuck at the occluded locations (73.0 cm to 75.0 cm from the proximal end of the hub). The catheter was cut at the occluded location; and unidentified material was found in the catheter lumen. The largest particulate of the unidentified material's length was measured to be 0.072". The unidentified material has been sent out for further analysis. A formal investigation has been initiated and is ongoing, a supplemental will be submitted upon completion.

Event description:
Medtronic received information through device analysis that the navien microcatheter was occluded with an unidentified material. It was reported that the microcatheter was unable to be advanced through the navien guidecatheter as it was stuck in the middle section and great resistance was encountered. No patient injury was reported.

Manufacturer narrative:
The formal investigation is currently ongoing. A supplemental will be submitted upon completion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated evaluation result code updated evaluation conclusion code review of the returned device showed no evidence of damage or missing material. Fourier-transform infrared spectroscopy (ftir) and scanning electron microscopy with energy dispersive x-ray (sem-edx) analysis was conducted on the unidentified material found with thin the catheter and the results identified the clear debris as polyamide co-polymer iodine. Investigation of the current manufacturing processes showed no evidence for this potential issue to occur within medtronic control. All devices are 100 % inspected. The most likely origin for the unidentified material has been attributed to ancillary devices used during the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.